Event description:
Explanted due to tear in leaflet and solidification of 4cm of condult 6 years following implantation.

Manufacturer narrative:
This report represents an ongoing investigation. Further info obtained will be submitted in the follow-up report.